Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# j0349233v, implanted: (B)(6) 2003, explanted: (B)(6) 2011, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported that they had a fall that broke the lead, but was not sure of the event date. In 2010 they had an MRI on their shoulder. On (B)(6) 2011, the patient had the implantable neurostimulator (ins) and one lead removed by a healthcare provider, who the patient said, at the time of the report, is in prison. The patient also mentioned they nee d to have a cervical MRI, but said it is not related to the device or therapy. It was recommended that the patient follow up with their current healthcare provider. The ins was indicated for urinary dysfunction/sacral nerve stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.